Event description:
It was reported by customer that during routine check, the cs300 intra aortic balloon pump unit failed safety disk test or fill test. There was no patient involvement and no injury.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Additional contact/ phone:(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was serviced by an uncertified biomedical engineer for the last few years. The fse discovered the autofill calibration chamber was modified with a small syringe. Therefore calibration was no possible. To remediate this , the fse adjusted the set screw on the internal helium chamber and preformed a proper calibration. The unit was then serviced as per manufacturing standards and cleared for clinical use.

Event description:
N/a.